Manufacturer narrative:
Additional information received from the clinical site regarding the patient outcome of death. The following fields were updated. B1, b2, b5, d6b, h1, and h6. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
Clinical rationale: a 79-year-old male underwent elective placement of an impella 5.5 (sn: (B)(6)) on (B)(6) 2026 at 11:10 am. During case start, the clinical team reported that the placement signal displayed on the automated impella controller (aic) differed from the signal observed on the external monitorbased on the available information, the impella 5.5 placement signal discrepancy did not result in device alarms, did not necessitate device replacement, and is not known to have contributed to the patient¿s death. The pump is expected to be returned for evaluation; download data is required to assist in the investigation. The death is conservatively being reported on the impella 5.5 but is unlikely a contributing factor to cause of death and is more likely due to the patient¿s underlying conditions.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 showed a placement signal that was different than the monitor. Impella support continues.

Manufacturer narrative:
H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Due to a lack of data logs or product returned, the cause of the placement signal issue cannot be established.